Event description:
Initial information received from a customer on 05/10/2010: a (B)(6), female, received unknown dosage of poly-l-lactic acid (sculptra, lot#, exp date unk) for cosmetic use in (B)(6) 2009. Consumer stated that she got poly-l-lactic acid 5-7 years ago for cosmetic purposes. It seemed to last about 3 years. She decided to get poly-l-lactic acid again. Her last injection was in (B)(6) 2009. She stated she didn't get as good of results this time. She stated "when I had the injection, a lump grew on the right side of my cheek/mouth". Her doctor recently injected some hyaluronic acid (juvederm) by the surrounding areas of where poly-l-lactic acid was injected. Since getting the hyaluronic acid, the poly-l-lactic acid is really sore and feels bigger. She stated her skin appears to have this bumpy texture, almost like the poly-l-lactic is pulling the hyaluronic acid towards it. Her doctor gave her a steroid shot because her face got all inflamed from the reaction of the poly-l-lactic acid and hyaluronic acid. She further stated that she now feels like her face is wasting, face is stiff from the steroid shot. No further information reported.